Event description:
It was reported that following a scheduled ICD replacement, a drop in shock impedance was observed. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the returned data as well as the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the ICD and the lead were reviewed. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned data was inspected. The inspection confirmed the reported decreasing shock impedance values up to a minimum of 28 ohm on (B)(6) 2025. At implant this value was 71 ohm. Based on the currently available data the root cause is not determinable. The integrity of the implanted system cannot be guaranteed. Should further relevant information become available, this investigation will be updated.